Event description:
A customer reported to baxter (B)(4) of an extension set that had a leakage that was found on the bottom of the product and it's in the filter connector. There is tan color on the product which is iodine that was used for disinfecting the set. This condition was observed during use. There was no patient involvement, and no medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually inspected with no obvious defects. The sample was then attached to a water source and pressure tested at 8 psi. The set did not leak at 8psi; however the filter did leak at approximately 22 psi. Per the label copy internal pressure should not exceed 45 psi. The reported condition of a leak at the filter was confirmed and the root cause was related to the filter. The manufacturing facility has issued a supplier corrective action report to the supplier of the filter.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.